Event description:
During an incident in 2004 involving a pt down for an unknown time and found in full cardiac and respiratory arrest, this defib was attached using multi function defib pads and the crew saw only a perfectly flat line on the screen. The unit did not prompt "check electrodes" until the pads were removed. Als arrived 10-15 minutes later, took over treatment and transported the pt to a hosp where they were pronounced. The medical command physician had reviewed the printout from the pre hosp care report and feels since the ECG line was perfectly flat in some places, the defib should be checked and proper operation verified. They do not feel the defib compromised pt care.